Event description:
It was reported the hcp charged the concentration of baclofen from 3000 to 500 ug/ml as it could not go to 115 ug/day. The pump was filled with the new concentration without a reservoir rinse. The catheter was aspirated and primed at 200 ug over 6 hours. Three hours following the change in drug concentration, the pt stated his "legs are useless". The hcp reported the pt had overdosed. The priming bolus did not account for the pump tubing volume containing 3000 ug/ml. The pt was sent to the emergency room where it was noted 200 ug of baclofen had been delivered in one hour before the pump was stopped. The previous daily dose was 140 ug/day which the hcp felt was "too high for the pt". The hcp programmed the pump at 0.048 mis/day for one day, then updated the pump concentration to 500 ug/ml in four days when the 3000 the 3000 ug/ml had been delivered. Morphine was also reported in the pump, although concentration and dose were not reported. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.